Event description:
It was reported that a patient experienced discomfort at the connection site of the implantable neurostimulator (ins) and the leads. Examination and palpitation of the area was done on (B)(6) 2012 and it was reported to be uncomfortable. The ins was surgically repositioned on (B)(6) 2012. During the procedure, it was reported that there were high impedances. One lead was brought down so that its upper two contacts were in the middle of the opposing lead's contact array. After the lead was repositioned there were no high impedances on the two upper contacts. It was also reported that the extension was replaced. There was also reprogramming conducted on (B)(6) 2012. The patient recovered without sequela. No further information was provided.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further actions needed.

Manufacturer narrative:
Product ID, 377760 lot# v010175, implanted: 2006 (B)(6), product type lead product ID, 377760 lot# v010175, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6) product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was further stated by the patient that in (B)(6) 2012, things got worse and his physician moved the "lead" to his stomach.